Event description:
An alarm 20 was reported during the loading process of an insulin pump. The customer's blood glucose level reached 198 mg/dl, which was within the normal range. Customer technical support guided the customer in loading a new cartridge correctly, allowing them to successfully resume insulin therapy. No previous reports of similar alarms with this pump were noted, and the original cartridge lot number was unavailable.